Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc, which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Since no lot numbers were received for the device related to this case, the device history records could not be reviewed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that the pt underwent a surgical revision of total hip arthroplasty on (B)(6) 2010 due to loosening and right hip pain. It is also reported that on (B)(6) 2011, the pt underwent revision of right femoral component due to aseptic loosening.